Manufacturer narrative:
The device remains implanted. Should additional information become available an amended report will be submitted.

Event description:
Boston scientific received information that shortly after the implant procedure, the patient with this implantable cardioverter defibrillator developed a pneumothorax. The pneumothorax was treated with drainage and the device remains implanted. No additional adverse patient effects reported.